Event description:
Event description guidant received information that when a magnet was applied to this pacemaker, loss of capture was observed. The clinician reported that the auto capture (ac) feature was programmed on.